Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The physician had initially attempted to primary stent, however, he was unable to cross the lesion. The express2 stent/delivery device was removed without incident and the lesion was predilated with another balloon. The express2 stent/delivery device was then reinserted over an intermediate choice guidewire and through a 7f triguide fr4 guide catheter and the stent was successfully deployed. Following deployment (unknown atms), the physician was unable to deflate the balloon. The balloon was intentionally ruptured for removal. The patient status was indicated to be 'okay'.